Manufacturer narrative:
Uromedica complaint (B)(4).

Event description:
Patient was implanted with a proact (14 cm) device, patient had a device infection and was explanted. No further information known.